Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2011 wherein the entire scs system was explanted (related manufacturer reference numbers 1627487-2021-00116, 1627487-2021-00117). During the procedure, the physician left the paddle lead implanted and cut the wires.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.